Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the guide wire got caught in the moderately calcified lesion resulting in the reported difficult to remove. Manipulation of the device resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily tortuous and moderately calcified lesion in the left superficial femoral artery. The command wire and a non-abbott catheter were advanced to the target lesion, the guide wire got caught in calcification and the proximal end of the guide wire separated outside of the anatomy. The distal end of the guide wire that was stuck in calcification was retracted with the catheter together. A new command guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.